Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited runs of loss of ventricular capture, the longest of which was a 4-beat run lasting 3.8 seconds. The patient is pacemaker dependent, and the loss of capture resulted in dizziness/syncope and a collapse. Subsequently, the patient was admitted to a monitored hospital bed. All lead tests/measurements were within normal limits. A boston scientific field representative will go to the hospital for further diagnostic review. No other adverse patient effects were reported. This device remains in service. Additional information received from the field indicates the patient was reprogrammed to unipolar pace and had no issues on telemetry prior to discharge. Troubleshooting steps for by leads were provided by technical services. At this time, the manufacturer of the lead is unknown. No further information has been provided to date.

Event description:
It was reported that this pacemaker exhibited runs of loss of ventricular capture, the longest of which was a 4-beat run lasting 3.8 seconds. The patient is pacemaker dependent, and the loss of capture resulted in dizziness/syncope and a collapse. Subsequently, the patient was admitted to a monitored hospital bed. All lead tests/measurements were within normal limits. A boston scientific field representative will go to the hospital for further diagnostic review. No other adverse patient effects were reported. This device remains in service.